Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the rep met with the patient and checked impedances, which were found to be >10,000 ohms on contacts 9 and 10. No symptoms were reported. Follow up was sent to the rep to obtain additional details regarding patient and device identification. Additional information was received from the rep on (B)(6) 2020. The rep noted they confirmed the information with the hcp. They did not know and could not provide any of the patient or device information, and no actions were planned. No further complications were reported or anticipated.